Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving an error 3 issue. The complaint was classified based on the customer care advocate (cca) documentation. The error 3 issue started at the end of (B)(6) 2014. Due the reported issue, the patient had symptoms of ¿weak, dizzy, thirsty, and sweating.¿ during (B)(6) 2014, the patient went to the ER where she received insulin treatment. Troubleshooting indicated the patient did not have the correct testing process. The patient incorrectly applied the sample onto the test strip and did not wait for the code. The issue was resolved with training. This complaint is being reported due to use error and because the patient develop symptoms suggestive of acute complication of diabetes while she managed her diabetes with the lfs product. In addition, the patient required hcp medical intervention on (B)(6) 2014 after the onset of the error 3 issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.